Event description:
Account alleged the pt reported that the head section was elevated to approximately 45 degrees and moved downward to the lowest position. Account reported that there was no injury.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 246 mg/dl and 110 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.